Manufacturer narrative:
The ICD was first subjected to a status check and the device memory was evaluated. In accordance with the clinical observation, the device status was eri, 24 charging processes were documented. The charge removed from the battery has been checked. The check indicated that the battery was not discharging as expected. The power consumption of the device was examined, which turned out to be normal. An additional long-term study of the current consumption also showed no abnormalities. The therapeutic ability of the ICD was checked. The anti-bradycardic output signal was flawless and corresponded to the programmed values. A signal was applied and the device responded according to the specification with a defibrillation shock. The specified energy level was reached and the charging time was as expected. The ICD was then opened. The visual inspection of the interior construction did not reveal any irregularities. The power consumption of the electronic module was measured and was as expected. The battery was returned to the manufacturer for extensive analysis. The manufacturing documents of the battery were checked, which showed no abnormalities. Afterwards, the voltage and the heat tone of the battery were examined. The battery was partially discharged when measuring the battery voltage. A microcalorimetric measurement showed no abnormalities. The battery was then opened and the interior structure visually examined. A damaged isolator was found during the visual inspection. This damage resulted in an increased self-discharge within the battery. In summary, the ICD was implanted for 57 months. In the context of the analysis, the clinical observation resulted from increased self-discharge within the battery. The electronic module proved to be flawless in the analysis. Based on the analysis, all therapy functions critical for patient protection were available without restriction during the implantation period.

Event description:
After an implantation period of approximately 57 months, it was reported that the device showed battery depletion during follow up.